Manufacturer narrative:
Product complaint # (B)(4). One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device from top view with no reload loaded and the knife slot can be seen damaged. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # u5c222. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lar surgery. When serving the rectal tissue with gst60b+psee60a, after fired, tissue cannot be cut. The surgeon checked the jaw and noted anvil was damaged as photo shows, another device was used to complete the procedure, there was no patient consequence reported. No additional information could be provided.